Event description:
It was reported that the insulin pump had an intermittently responsive keypad. The blood glucose reading was 104 mg/dl. The customer stated that he had some issues with the down arrow button, which worked for the light but not when he was in the menu option. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.